Event description:
It was reported that an external pulse generator (epg) was improperly sterilized. The biomedical engineer had the epg check out manual and was informed by technical services consultant the epg should not be sterilized. The product was expected to be returned to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).